Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *in (B)(6) 2014, essure confirmation test conducted: result: total bilateral occlusion. Concurrent conditions included overweight and endometriosis. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) and oxycodone hydrochloride;paracetamol (percocet). In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal),"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced endometriosis ("endometriosis."). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), alprazolam (xanax), ibuprofen, paracetamol (tylenol 8 hour) and surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the headache, nausea, migraine, weight increased and endometriosis outcome was unknown. The reporter considered dysmenorrhoea, endometriosis, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: injuries decreased or resolved (not specified which) following essure removal: genital haemorrhage, dysmenorrhoea, migraine, nausea, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 26-feb-2019: pfs received: new events abnormal bleeding (vaginal), endometriosis were added. Outcome of vaginal haemorrhage, menorrhagia, genital haemorrhage updated to recovered / resolved. Outcome of dysmenorrhoea, pelvic pain updated to pain recovering / resolving. Treatment drugs and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *in (B)(6) 2014, essure confirmation test conducted: result: total bilateral occlusion. Concurrent conditions included overweight and endometriosis. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) and oxycodone hydrochloride;paracetamol (percocet). In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal),"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and heavy menstrual bleeding ("excessive and abnormal bleeding during menstruation/abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced endometriosis ("endometriosis."). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding") and tooth fracture ("tooth just broke off/ teeth cracked"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), alprazolam (xanax), ibuprofen, paracetamol (tylenol 8 hour), surgery (total hysterectomy, bilateral salpingectomy) and oral surgery to remove two wisdom teeth. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the genital haemorrhage, vaginal haemorrhage and heavy menstrual bleeding had resolved and the headache, nausea, migraine, weight increased, endometriosis and tooth fracture outcome was unknown. The reporter considered dysmenorrhoea, endometriosis, genital haemorrhage, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: injuries decreased or resolved (not specified which) following essure removal: genital haemorrhage, dysmenorrhoea, migraine, nausea, pelvic pain. The patient tolerated the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: tooth fracture. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-oct-2021: content from medical record (social media) received. Reporters added. New event tooth just broke off was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *in (B)(6) 2014, essure confirmation test conducted: result: total bilateral occlusion. Concurrent conditions included overweight and endometriosis. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) and oxycodone hydrochloride;paracetamol (percocet). In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("excessive and abnormal bleeding during menstruation/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal),") and nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criterion intervention required). On (B)(6) 2016, the patient experienced endometriosis ("endometriosis."). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding") and tooth fracture ("tooth just broke off/ teeth cracked"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), alprazolam (xanax), ibuprofen, paracetamol (tylenol 8 hour), surgery (total hysterectomy, bilateral salpingectomy) and oral surgery to remove two wisdom teeth. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the heavy menstrual bleeding, genital haemorrhage and vaginal haemorrhage had resolved and the headache, endometriosis, nausea, migraine, tooth fracture and weight increased outcome was unknown. The reporter considered dysmenorrhoea, endometriosis, genital haemorrhage, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: injuries decreased or resolved (not specified which) following essure removal: genital haemorrhage, dysmenorrhoea, migraine, nausea, pelvic pain. The patient tolerated the procedure . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: tooth fracture. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-oct-2021: quality safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, menorrhagia, headache and nausea outcome was unknown. The reporter considered headache, menorrhagia, nausea and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and endometriosis. Concomitant products included oxycocet (percocet) and vicodin. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive and abnormal bleeding during menstruation"), headache ("headaches"), nausea ("nausea"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy, bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, headache, nausea, migraine, dysmenorrhoea and weight increased outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: injuries decreased or resolved (not specified which) following essure removal: genital haemorrhage, dysmenorrhoea, migraine, nausea, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. In (B)(6) 2014, essure confirmation test conducted: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporter information, patient details, other relevant history, product information, concomitant drugs and events- abnormal bleeding, migraines, dysmenorrhea (cramping), weight gain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.